Event description:
The olympus sales representative reported that the customer oes elite high-definition autoclavable telescope is ¿bent/broken lens¿. The customer reported problem was found at reprocessing. No death injury or infection and no impact to person or other was reported to olympus.

Manufacturer narrative:
No device has been returned to olympus to date. However, the investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly. In general, the end-user is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the broken yellow connector could not be determined. It is possible that the broken connector was caused by user error, improper handling, or the application of excessive force. Olympus will continue to monitor field performance for this device.